Event description:
It was reported that during bedside midline placement by the nursing IV team, the left antecubital vessel was canulated. The wire was passed through the needle and the needle was removed. The sheath was threaded over the wire and as the sheath was being advanced into the pt, the clinician realized the wire was no longer visible at the distal end of the sheath. The sheath was immediately removed and no wire was visible. The clinician immediately applied pressure and asked the nurse to tie upper arm tourniquet tight. The pt was transported to interventional radiology where the wire was retrieved. There was a delay in treatment with no harm to the pt, no pt death, and no pt complications were reported. The pt was fine and care resumed. On (B)(6) 2011 - follow up info states that the catheter was removed by using a snare.

Manufacturer narrative:
(B)(4). Sample will not be returned.